Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03062-1; 0001825034-2018-03063-1. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Ftir analysis conducted on the foreign material in the package identified that it is consistent with the ftir spectra of cellulose/cotton. Investigation results concluded that the reported event was due to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.